Event description:
The customer initially called to report no delivery alarms. The customer then stated that she experienced low blood glucose levels to the point of almost losing consciousness. The customer stated that at one point she had to be treated by the paramedics. The customer stated that her doctor had been increasing her basal rates during the day. Troubleshooting was performed and the insulin pump passed the displacement test. The programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.